Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between the patient line of the cassette and the transfer set. The patient line would not screw onto the transfer set completely. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a companion sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. Functional testing performed included leak testing, connection testing with lab transfer set, clear passage test, clamp function test, and device-device interaction testing (sample ran on machine) with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.